Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of over 600 mg/dl, blood glucose value when admitted to hospital was over 700 mg/dl. Time and date of hospitalization was (B)(6) 2017. Event caused to hospitalization was no delivery alarm. The customer was treated with insulin pump. Document the outcome of the hospitalization was ICU, downgraded, stabilized and discharged. The customer was wearing the insulin pump during the hospitalization. Customer declined high blood glucose troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner and minor scratched lcd window.